Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an overfill in the fifth cycle of treatment. The overfill event was indicated due to drain 5 being 4139 ml, which is 183% of the 2257 ml fill volume. In a follow, a nurse said the patient did not have any harm or adverse event due to the overfill. The patient got a new cycler. The patient was able to do manual treatments in the absence of a cycler. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed.system air leak test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an overfill in the fifth cycle of treatment. The overfill event was indicated due to drain 5 being 4139 ml, which is 183% of the 2257 ml fill volume. In a follow, a nurse said the patient did not have any harm or adverse event due to the overfill. The patient got a new cycler. The patient was able to do manual treatments in the absence of a cycler. The old cycler is available to return.